Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the brim cap detached. The orange plastic portion of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium that surrounds the hemostatic valve was becoming disconnected from the sheath handle whenever the dilator was removed from the sheath. They exchanged the sheath and the issue was resolved. The case continued. No patient consequence was reported. Additional information was received. The section where the issue was observed was the orange brim cap on the hemostatic valve. It was totally separated when the dilator was removed from the sheath. The hemostatic valve did not dislodge inside nor outside of the hub. The brim cap became detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. There was no patient consequence. It did not require treatment. No blood return was observed. The baylis nrg needle was used.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The orange plastic portion of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium that surrounds the hemostatic valve was becoming disconnected from the sheath handle whenever the dilator was removed from the sheath. The investigation was completed on 23-jan-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual inspection revealed that the brim cap was found detached; however, adhesive residues were observed in the brim cap during the inspection concluding in a good manufacturing assembly process. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The root cause of the brim cap detachment could be related to the excessive force or manipulation of the device during the procedure; however, this can not be conclusively determined. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4)

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 08-jan-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).